Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with needle broken. There was no report of injury or medical intervention.